Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection found that the distal end was extremely stretched out and the lead tip was damaged and fractured. The tip of the lead was not returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 23.4 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused bye the confirmed fracture. Analysis also confirmed the electrode-end damage allegation (tip of the ra lead separated from the lead body and remains lodged in the patient's right atrium) based on field report and the missing lead tip.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where during the extraction, it was noted the patient was occluded. The tip of the ra lead separated from the lead body and remains lodged in the patient's right atrium. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where during the extraction, it was noted the patient was occluded. The tip of the ra lead separated from the lead body and remains lodged in the patient's right atrium. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection found that the distal end was extremely stretched out and the lead tip was damaged and fractured. The tip of the lead was not returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 23.4 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing impedance measurements were likely caused bye the confirmed fracture. Analysis also confirmed the electrode-end damage allegation (tip of the ra lead separated from the lead body and remains lodged in the patient's right atrium) based on field report and the missing lead tip. Additional review of the information provided and analysis results were performed. Based upon the clinical observations and the laboratory findings, investigation determined the tip of the lead became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where during the extraction, it was noted the patient was occluded. The tip of the ra lead separated from the lead body and remains lodged in the patient's right atrium. No additional adverse patient effects were reported.